Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 27-aug-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded high concern bacterium(acinetobacter schindleri) after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified a spreader colony as comprising of the following 11 isolates: negative coccobacilli - acinetobacter schindleri, positive cocci - micrococcus luteus/ m. Yunnanensis, positive rods - bacillus cereus, variable cocci - exiguobacterium profundum, positive cocci - micrococcus luteus, variable cocci - micrococcus luteus/ m. Yunnanensis, positive cocci - exiguobacterium profundum, positive rods - dietzia cinnamea, positive cocci - micrococcus luteus/ m. Yunnanensis, positive coccobacilli - exiguobacterium profundum, positive cocci - exiguobacterium profundum. Study number: (B)(6). The duodenoscope was received by pentax medical for evaluation on 03-sep-2019. The duodenoscope was inspected by pentax medical service on 11-sep-2019 and the following inspection findings were documented: operation channel- primary mild scratch inside, distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The duodenoscope underwent repairs including the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, o-ring(0.5x1.3). Pentax model ed-3490tk, serial number (B)(4) has been routinely serviced at pentax facility since the device was put into service on (B)(6) 2018. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 26-sep-2019.